Event description:
Nxstage dialysate for crrt has overwrap, and on some of the bags this appears to be fused tightly to the bag itself. When we attempt to remove overwrap gently, removal of the overwrap results in tears and leaks in the bag, and cannot be used on a pt. We have documented this with pureflow 5000 ml rfp-401 and rfp-402. (B)(4).